Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling of fluracedyl. The filling process was carried out by a non-baxter machine. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 9, 2023 - november 13, 2023. H11: the device was received for evaluation. A visual inspection was performed which noted the bladder had ruptured. The ruptured bladder was examined, and there were no signs of abnormality observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause for the bladder rupture could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.